Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Auto lead diagnostics shows 10,924 open circuit paces since lead warning occurred on 2013-(B)(6). Lifetime maximum impedance of 1007 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedance and noise was noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.